Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for routine follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during the oversensing. Programming changes were made during the device check.